Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the closure device was deployed, a partial recapture was attempted due to nonoptimal positioning. The device was then redeployed and a pericardial effusion was noted. At this time, a pericardiocentesis was performed, which removed 940cc of blood and 450 cc were given back to the patient via cell saver. The effusion became stable and the drain was left in place. Upon removal of the sheath, arterial bleeding was noted from the groin at the access site. Access to the left groin was made and angiogram of the right femoral artery was performed, which revealed a perforation. A 6x50mm covered stent was placed into right femoral artery. The implanter stated there was a possible nick in artery at beginning of case while gaining access. No further complications occurred. Patient is stable and has been discharged.